Event description:
During a laparoscopic assisted vaginal hysterectomy performed sometime in april 1997 the surgeon stated the first firing was fine. The second and third firing was difficult. A crunching sound was heard and the staples did not form properly. Another instrument was pulled to complete the case. There was consequence to the pt.